Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, customer mentioned prior to malfunction, he had booted pump back on after being shut off for a week. Cts provided pump reset information and assisted caller with resetting the pump. Customer may continue to use the pump. There was no adverse impact to the customer¿s blood glucose level.